Event description:
It was reported that during an unknown procedure, one of the devices blade broke. The second one's jaw could not be opened and closed. The surgeon changed to use the third one to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.